Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. Technical support arranged to send a replacement pump to the customer, who was advised to use a backup insulin pump or mdi to ensure insulin delivery. Upon receiving the replacement pump, the customer would have access to training through their tandem source account. Instructions were given on returning the malfunctioning pump, including putting it into storage mode before sending it back to tandem via ups. The customer understood and acknowledged the steps required.